Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3544007, lot #220646. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses when the right prosthesis ruptured after implantation. MRI confirmed the rupture of the right prosthesis; the left prosthesis appeared intact. A report from the doctor¿s office stated the patient developed capsular contracture (baker grade iii) in both breasts. In addition, some cutaneous mastue were present in both breasts. A mammogram was performed and it revealed a mass in the patient¿s right breast. An ultrasound confirmed that the mast is a cyst. As a result, the patient will undergo explantation on (B)(6) 2018. This medwatch reports is for the right breast prosthesis.

Manufacturer narrative:
On 06/12/2018, mentor became aware that wrinkling did not happen to the right breast. The wrinkling patient code added to the initial report does not apply to this event. (B)(4).